Event description:
It was reported by the customer that the catheter was inserted via the internal jugular vein. As the md was removing the spring wire guide (swg) it stretched and separated from the core. There were no reported pt complications.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.